Event description:
It was reported the paper backing on a vialmate adaptor used for the administration of cefuroxim 5 grams mixed with sodium chloride (nacl) 9mg/ml had already detached when opening the packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. During visual inspection it was identified that the blister packaging did not have a strong bond between the blister and the backing paper. The cause of the reported malfunction is unknown. A CAPA has been opened to address this issue.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A follow-up report will be submitted if any additional relevant information becomes available.